Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. Reportedly, the customer was using a non-tandem provided charging cable as well as a non-tandem provided wall adapter to charge the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.